Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced cells 3+, hypopyon and endophthalmitis on her right eye (od) after intraocular lens (iol) implant during a cataract procedure. A vitrectomy and antibiotic treatment were required. There was no bacteria growth. The outcome was reported as recovered with good healing. No iol explant reported to be required. Additional information has been requested but not received to date. This is one of seven reports being filed for the same facility. This report is for the first patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge. The customer indicated a viscoelastic which is not qualified for use with the qualified lens/cartridge combinations for the iol used. The product investigation could not identify a root cause for the reported events. (B)(4).